Event description:
Stapler misfired (failed to fire completely) during initial firing. Procedure: abdominal tumor debulking surgery. Covidien ta auto suture stapler with dst series technology - 90mm - 3.5mm. Ref ta9035s, lot p2b0437. Blue 90mm staple load. Expiration date 01/31/2027. The stapler, packaging, and stapler load were removed from service and will be returned to the manufacturer for testing.